Event description:
While disposing of a 3ml syringe, I felt a cut to my hand. Upon inspection, I found the syringe was defective. The plastic bubbled out causing a small hole near the base of the syringe. Fortunately it did not seem to interfere with the administration of the medication and did not break skin. I retrieved the packaging, placed it with the syringe in a biohazard bag and notified the materials management tech who was on the unit. She took the faulty product and said she would report it. Within that same hour, a nurse reported another defective 3 ml syringe. As she wasted sedative medication, she noted the bevel inside the syringe was warped, causing a discrepancy of approximately 0.2 ml, significant for the medication she was giving which totaled 0.5 ml. Again the product was removed from service and the packaging retrieved. After calling materials management to report this latest defect, I was told she had thrown the packaging and faulty syringe away and had not noted the lot number or escalated the issue. These were most likely from the same lot. The other syringes next to it in the bin were all from this lot.